Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: include cause and conclusion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. See DHR examples as applicable to the investigation results. If applicable, based on user error. The event can be detected/prevented by, following the instructions for use which state: details. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign materials in the air/water cylinder and tube. There was no patient involvement.